Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "error 41860 & 46011". It was reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and during power up the device alarmed with error code 41860 and 46011. The device was not able to perform any tests. Further investigation of the pump found that the device was corrupted. Service will reinstall the software. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.